Event description:
The balloon was inserted on (B)(6) 2018. The patient was admitted to the hospital on (B)(6) 2018 with a gastric perforation. The physician checked that both balloons were intact, removed the balloons and repaired the gastric perforation on the same day. The patient was given antibiotics for sepsis. Each balloon was filled to 450ccs and the patient was taller than (B)(6). The patient was discharged from the hospital on (B)(6) 2018.